Manufacturer narrative:
Citation: ph verri. Short and medium-term outcomes of patients with and without left ventricular dysfunction submitted to transcatheter aortic valve implantation. Volume 23, issue 2, april¿june 2015, pages 124-129 doi: 10.1016/j.rbciev.2015.12.011. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes of patients with and without left ventricle dysfunction submitted to transcatheter aortic valve implantation (tavi). All data were collected from multiple centers between 2009 and 2014. The study population included 172 patients (predominantly female; mean age 77 years), 84 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 30-day and 1-year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: moderate aortic regurgitation, myocardial infarction, stroke, atrio-ventricular (av) block, conduction disorder, permanent pacemaker implant, vascular infection, endocarditis, emergency surgery, bleeding and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.